Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen. It was reported the catheter was still leaking approximately 3-4 weeks after it was replaced [see regulatory report #: 3004209178-2017-26686] in on (B)(6) 2017, and the patient had a huge bump underneath the skin, the size of a silver dollar, requiring the patient to undergo a second surgery. The consumer added that the health care provider (hcp) aspirated it with spinal fluid. The consumer said that they started the patient on baclofen ¿really low, about 250ish¿. The consumer reported the patient had a 3rd surgery (laminectomy) a week after the second surgery to get into the catheter because the patient had rods in his back. The consumer confirmed that the rods in the patient¿s back were unrelated to the pump. The consumer stated the baclofen was ¿still around the original introduction amount because they reduced it to 250ish¿. The consumer said she was assuming that the hcp was aware of the symptoms/events reported, but the patient normally saw a nurse that filled/increased the medication. The consumer said that she assumed the nurse and hcp communicate. There was no out-of-box failure reported. No further patient complications were reported.